Event description:
Per the clinic, the patient developed a skin-flap infection with edema over the implant site. Subsequently, the patient was admitted to hospital and administered with IV and oral antibiotics (date not reported). Following treatment, the patient was released the same day. The infection has since resolved; however, it is reported that there is still some swelling present. The patient is continuing to be clinically managed by their healthcare provider.